Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, suprarenal aortic extension, and two limb stent-grafts to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure a type 3b endoleak was identified. The physician elected to reline the originally implanted devices with an afx2 bifurcated stent graft and another limb stent graft to resolve the issue. This event was previously in 2017 under 2031527-2017-00665. Approximately eight (8) years post initial procedure, sac enlargement was reported. No further information has been provided.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the sac enlargement is unconfirmed due to lack of the relevant medical information. This is not consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest type 2 endoleaks. The most likely causation for the sac enlargement was due to the type 2 endoleaks. The final patient status was reported being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Please remove from your complaint system as there was no device failure this is no longer considered a complaint. B5: describe event or problem has been updated. G1/g2: contact office - name has been updated. G4: date received by manufacturer has been updated. H6: patient code: remove code 1924. H6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, suprarenal aortic extension, and two limb stent-grafts to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure a type 3b endoleak was identified. The physician elected to reline the originally implanted devices with an afx2 bifurcated stent graft and another limb stent graft to resolve the issue. This event was previously in 2017 under 2031527-2017-00665. Approximately eight (8) years post initial procedure, sac enlargement was reported. No further information has been provided. Additional information: during the investigation type 2 endoleaks were identified and likely contributed to the reported sac growth. Type ii endoleaks are anatomy related events and are not caused or contributed by the device. A complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device. This event is no longer a reportable event. Please remove from your complaint system.